Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled implantable cardioverter defibrillator upgrade. After procedure, it was noted that the left ventricular lead had been dislodged. The lead was explanted and exchanged for a non-saint jude medical lead. The lead will not be returned and physician believed he selected the wrong lead type for the desired implant position. The patient was in stable condition.